Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative ck-mb results on triage profiler sob test. No lab confirmation or clinical diagnosis provided. The same sample was run twice. Technical svc recommended customer to have physicians look at all clinical data collected (e.g. EKG) and do lab confirmation.